Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 310 units. Reportedly, the cartridge was filled with 450 units of insulin. The customer¿s blood glucose level was 312 mg/dl. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, the customer loaded a new cartridge.